Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that shortly after an upgrade procedure, the patient was symptomatic. A chest x-ray revealed that the lead had perforated the coronary venous with no cardiac compromise. A pericardial effusion was performed. The patient was discharged in stable condition. The patient deceased at an assisted living center on (B)(6) 2013. There is no allegation from a health care professional that suggests that the death was device related.